Event description:
A 3.0mm diameter x 9mm length ave micro stent ii was successfully placed slightly distal to the target lesion in the ostium of the obtuse marginal coronary artery. Upon insertion of the non-compliant post-dilatation balloon, the deployed stent was advanced approximately 1mm distal to the original deployed position in the obtuse marginal artery. The stent was then post-dilated with the non-compliant ptca balloon at its final location in the target vessel. Subsequently, an additional stent, a 3.0mm diameter x 12mm length ave micro stent ii, was placed to cover the target lesions in both the main circumflex and ostial obtuse marginal coronary arteries. The pt tolerated the procedure well, and there was no additional clinical sequelae reported relative to the event.